Event description:
The facility representative reported a colleague pump which was infusing diprivan into a patient. The device was fully charged. As the patient was being transferred from oncology radiology to the intensive care unit, he pump reportedly stopped infusing and shutdown. There were no audible alarms or failures on the display. The patient became agitated after the device shutdown. The device was subsequently swapped out for a new pump and the infusions were restarted. Once the infusions were resumed, the patient was reported to have been doing well. No additional information is available.

Manufacturer narrative:
A request for the return of the device has been made. Should the pump be received for evaluation, a follow-up report will be filed upon completion of an evaluation, or if any additional information becomes available.